Manufacturer narrative:
Evaluation summary: no devices or photos were received; therefore, the condition of the components is unk. Neither surgical notes nor x-rays were provided, therefore, fit and orientation could not be evaluated. Pt factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs. High impact) are unk. A definitive root cause cannot be determined with the information provided. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It was reported that the pt underwent an exchange of the polyethylene articular surface due to an unstable knee joint. During surgery, it was noticed that the post of the articular surface was sheared off.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant products: nexgen all poly patella standard size 35mm, item # 00597206535, lot # 60113857. Nexgen cemented 3 degree fluted stemmed tibial component size 6, item # 00599804802, lot # 60092777. Nexgen cemented femoral component size e, item # 00599601502, lot # 60067471.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. These products are used for treatment. No devices were received; therefore, the device history records were reviewed for deviations and/or anomalies with no anomalies/deviations identified that are related to this event. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. However, as there is insufficient information to allow for selection of a root cause. Root cause is unknown. No corrective or preventive actions are needed at this time. Zimmer biomet will continue to monitor for trends.